Event description:
It was reported that after a da vinci-assisted surgical procedure, the mega suture cut needle driver instrument jaws seemed to be catching when moved. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suture cut needle driver instrument for evaluation; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the failure analysis (fa). The instrument was found to have blade damage at the midpoint of the blade. One of the blade edges was indented. The blade indentation did result in the jaws catching when moved. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.